Manufacturer narrative:
It was reported that the patient experienced a cerebral infarction on the following day of navitor implant. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. Based on the information available, no new hazards or harms were identified that would alter the current benefit¿risk profile. Additionally, there was no evidence of a product issue or concerns regarding the device¿s labeling or design. Therefore, no remedial action is required at this time. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This complaint consists of tht registry data from japan. The data did not contain product part number, lot number, unique device identifier (UDI). As the information was obtained through the registry, no further details can be acquired related to this event. It was reported through the tht registry from japan that on (B)(6) 2025, a 27mm navitor vision valve was implanted. The following day, the patient experienced a cerebral infarction.